Event description:
Reportedly, the power cable of the subject home monitor is defective. Preliminary analysis confirmed that the power cable was unsoldered.

Event description:
Reportedly, the power cable of the subject home monitor is defective. Preliminary analysis confirmed that the power supply connector was unsoldered.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191023 - file-2019-02432 - analysis_and_closure_report_resp-2019-01514.pdf].